Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that the connector on the crystalloid cardioplegia side of the 4:1 custom set connector was cracked and the heat shrink band was not secure around the tubing that the connector fits into. The device was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Correction b5: medtronic received additional information that there was no damage to the packaging (outer box, inner packaging or sterile barrier). Other devices in the same box/shipping container were not damaged. Correction d4.2 (expiration date), d4.4 (lot #), d4.5 (unique identifier (UDI) #), h4 (device mfg date), h6.1 (device codes (fdd/annex a), and additional codes img (annex g): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.